Manufacturer narrative:
This patient was randomized to the (B)(4) clinical study for aortic stenosis. He underwent transfemoral implantation of two 23mm edwards sapien transcatheter heart valves. Cine and echo imaging for this case were submitted to edwards for review. The imaging was reviewed by edwards' medical personnel. Cine observations: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta and moderate mac. The bav was unremarkable. Poor image intensifier angle, without evidence of second sinus (lao 40 cran 20). Poor coaxial alignment with lateral bias of the delivery system and the valve. Ventilation was held; good pacing capture. The valve was positioned 80:20 ventricular and during deployment the valve moved aortic 30%. Post deployment aortogram demonstrates severe aortic regurgitation. Valve in valve was performed with second sapien valve positioned 30 % ventricular. Subsequent post dilatation performed. Tee observations: preserved left ventricular ejection fraction. Aortic valve annular diameter was 20 mm, sinotubular junction was 26 mm, and sinus of valsalva was 33 mm. There was mild septal hypertrophy. The ventricular aspect of the sapien valve appears to be 6-7 mm aortic of the hinge point of the anterior leaflet of the mitral valve. In other words, valve positioned high. Post deployment, 3+ pvl and 2+ cai was present. Impressions: the sapien valve moved during deployment possibly secondary to preserved left ventricular ejection fraction. Moderate-severe pvl related to eccentric and annular calcification. Consideration should have been given to post-dilatation after first sapien deployed. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak, valve malposition, and aortic insufficiency are known potential complications associated with the transaortic valve implant (tavi) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient and procedural factors appear to have caused or contributed to this event. The fact that pvl was still present after the second sapien valve deployment demonstrates the significance of the severe aortic valve calcification present on the native valve. No further actions are required at this time. This is one of two complaints for this case. Please refer to the manufacturer report for (B)(4) for the first sapien valve.

Event description:
A report was received from the edward's clinical specialist indicating that during the transcatheter aortic valve implant (tavi) procedure, after the 23mm sapien valve was deployed, transesophageal echocardiogram (tee) showed 3-4+ anterior paravalvular leak and 2+ central aortic insufficiency (cai). The patient required implantation of a second 23mm sapien valve. After the second valve was deployed, post dilation tee revealed no change, as 3+ anterior pvl was still appreciated. Hemodynamics also reflected large amount of aortic insufficiency with diastolic pressures in the 20s. The physician implanted two vascular plugs within the anterior pvl area, one on the ventricular side of the valve and the second on the aortic side. Post plug deployment tee revealed 2+ anterior pvl, and zero central ai. Post peripheral angiography revealed brisk flow on both sides. Post procedure tee revealed a decrease to 1-2+ anterior pvl, zero central aortic insufficiency. The patient was transferred to ICU intubated and in stable condition.